Manufacturer narrative:
A multi-center post market clinical follow-up (pmcf) retrospective study is being performed at specific time points post implantation to evaluate the safety and performance of the hyprocure implant. The pmcf studies were not requested by FDA. The manufacturer was not made aware of this patient issue prior to the report study and no complaints have been made. The device instructions for use (IFU) includes warnings - specifically, it is very important to select the correct size of the implant to achieve the best possible correction and a very critical part of the surgery is complete cutting of the talocalcaneal ligament deep in the canalis portion of the sinus tarsi.

Event description:
The patient described being 'very satisfied' with the device. At 2 weeks post-op appointment, the implant had a slight lateral deviation and surgical revision was scheduled.